Manufacturer narrative:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Event description:
It was reported that, during surgery on (B)(6) 2023, patient was burnt by the relign shaft. Patient was burnt during procedure but there was no reported surgical intervention and no delay in the procedure. Continuing due diligence to confirm if additional treatment measures occurred. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.